Manufacturer narrative:
The patient did not provide any information regarding any specific events that may have caused or contributed to migration of the implanted lead more than 6 months after the initial implant. There is typically scar tissue developed around the device to help anchor in place. It is suspected that there is an unreported event that contributed to lead migration however this is unable to be confirmed with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 and the system was activated on (B)(6) 2024. On (B)(6) 2025 the patient was seen in the medical clinic and the patient stated that the nalu system was "not working". Xray imaging was performed at the clinic and identified lateral migration of the left lead. The options for correction were discussed and the patient elected to have the system removed. The patient noted that they were unable to have MRI scans due to having both the nalu pns system as well as an scs system from a different manufacturer. The nalu system was chosen for explant due to the loss of therapy from the lead migration. A full system explant was performed on (B)(6) 2025 per the patient's request.